Event description:
It was reported that the patient had anterior repair with a mesh device implanted approximately 8 years ago, surgery details not provided, however, the revision surgery surgeon believes it might be a perigee. The patient experienced some vaginal bleeding. At the onset of a revision surgery, the surgeon visualized a small piece of mesh that had extruded into the vagina. The physician excised the extruded mesh, closed the tissue over the repair and proceeded to implant an additional sling and graft. No additional patient complications have been reported in relation to this event.